Event description:
Procedure type: trans-nasal / cranial. According to the reporter: late csf leaks presented consistently on or around 1 week post-op. Blue particulate dripped down pt's throats. Re-examination of pt's showed duraseal had resorbed.

Manufacturer narrative:
(B)(4).